Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 430 mg/dl. The customer was treated with manual injection for high blood glucose. The troubleshooting was performed. The customer was able to performed high pressure test with the clamp and the insulin pump passed. The customer fixed prime pre-programmed to 0.0 the customer was advised that the fixed prime amount for the 9mm cannula he is using is 0.5 and he decided to use the 0.5 fixed prime amount this time. Wa are sending customer replacement infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.